Manufacturer narrative:
Device not returned for evaluation.

Event description:
During the surgery, the base of the cement cartridge cracked. The cement was inserted by hands. No patient injury was reported.